Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. Two days after the onset of peritonitis, the patient was hospitalized for the event. Treatment rendered for the event was not reported. At the time of this report the patient was not recovered from this peritonitis event. Eleven days after the peritonitis onset, extraneal and physioneal therapies were discontinued. On an unreported date, the patient's catheter was removed. No additional information is available as the reporter declined further follow-up.